Event description:
The iab leaked and the iab was removed. On 11/21/97, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 39-0133-0000 and the following info was reported: the iab was inserted into the pt on 11/3/97. On 11/4/97, "volume loss" alarms sounded from two pumps and there was a possible rupture. No blood was noted in the tubing. (Event complications: unk - reported 11/17/97; none - reported 11/21/97) (pt's current status: unk-rpt'd 11/17, 11/21/97.)

Manufacturer narrative:
Eval: visual examination revealed the membrane at the proximal taper to be stretched. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. It was not possible to pump the iab on the lab sys 97 iabp in the lab due to the condition of the returned membrane. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product. (This follow-up MDR was mailed to the FDA on 1/20/98).